Event description:
It was reported that the left ventricular lead exhibited high impedance. The device was reprogrammed successfully and the lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
.